Event description:
The cup was cemented in place. Upon removing the insertion tool; it was noted that poly was cracked at the sites. Since the cement had already set; the surgeon decided to leave the cup in place. The surgeon implanted the femoral trial prosthesis. Upon trial reduction and subsequent dislocation; the rim of the cup cracked and a segment of the poly visbly separated from the implant. The cup was replaced at this time. A new cup was put in without any problems. The cup had to be destroyed to be removed. The largest pieces are being returned.